Event description:
The customer complained of a prime anomaly. Troubleshooting was performed, and the customer stated that she may have been connected to the insulin pump during the manual prime. During the phone call, the customer's blood glucose reading dropped from 371 to 178 mg/dl. The customer stated that she was going to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.